Event description:
Patient experienced symptoms of hypersensitivity approximately 4 weeks after treatment. Approximately 3 weeks after onset of symptoms, both skintest sites became positive. Physician treated facial sites with intralesional triamcinilone with some effect.